Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had leakage from the base of the catheter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had leakage from the base of the catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: found 1 non-related qn (B)(4) incorrect labeling-pkg) where disposition of the product, root cause and corrective action were applied according to the quality control plan all other challenges, set-up and in process samples were performed per quality control plan and all passed per specifications. Received a nexiva used unit consisting of a catheter-adapter assembly with an extension tubing the remainder of the unit (needle-grip assembly) was not returned for evaluation. Visual/microscopic evaluation: the unit was heavily soiled with patient residue. Observed there was a cut on the catheter tubing near the nose of the winged adapter. The cut revealed a v shaped cut. The water/air leak test was performed and leakage was observed coming from the cut found the catheter tubing. Investigation conclusion: indeterminate: the unit leaked through the cut on the catheter tubing, it is uncertain whether the ¿v shape¿ cut observed was caused by manipulation (re-cannulation) of the device prior to insertion or by the manufacturing process as the unit had been used.